Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "device alarmed inappropriately" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined. No repairs were made to fix the reported condition as the pump functioned as intended. Additional information: a service history review was performed revealing this pump has not been previously sent for the reported condition of "alarmed inappropriately."

Event description:
The facility representative contacted baxter to report an infusor pump in which the device alarmed inappropriately. The event occurred during delivery, and there was an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.